Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The probable cause seemed to have been that there was a problem with the function of the internal pneumatic spring inside the arm.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9733597 (lot : 180821) and product ID: 9733737 (lot : 9217030794). H3, h6) the system was serviced in the field and the axiem cable and counterbalance arm was replaced. The balance at the camera arm was adjusted and the system then performed as intended. Codes b01, c02, c07, and d02 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a request to replace the axiem cable and the camera counterbalance arm. A manufacturer representative visited the site and found that axiem communication was lost intermittently. Additionally, the camera arm was moving downward slowly when it was at the highest top position. There was no patient involvement reported.